Event description:
It was reported that cgm error message appeared during use of sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, and cgm error did not appear again after reset, with no additional actions reported.